Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to complaint. Device sample received by manufacturer, but investigation is still underway at time of this report.

Event description:
Alleged issue: during the use, the staple didn't come out. As a result, a new kit was opened. No patient injury reported. Patient current condition is reported, as fine.